Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery was not holding its charge. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request the replacement battery as the battery was not holding its charge. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case regarding the repair; however, no response was received. It is therefore unknown what the outcome of the issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
The customer called technical support to request the replacement battery as the battery was not holding its charge. Per good faith effort (gfe) response received 05aug2025, the manufacturing date of the defective battery (lot code m91807p1) was 4may2020. This investigation is ongoing.